Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a hardware error code displayed on the receiver on (B)(6) 2015. Patient was advised to reset the receiver and would call back with result. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).